Event description:
This case is a solicited report from the united states regarding a report received from consumer via a specialty pharmacy. The pt was a (B)(6) female who first received tyvaso (treprostinil) on (B)(6) 2012 for primary pulmonary hypertension. Inhaled treprostinil dosage was 18 to 54 micrograms (mcg) (3 to 9 breaths) when the pt reported that, on an unspecified date, she was missing a baffle plate and that it probably had not been in place for one week. This case is linked to (B)(4) (not been feeling too well). MFR report#: (B)(4).